Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was sent to biomed with the note would not cool fast enough. Biomed could nurses change the rate of rewarm arctic sun device. Mis confirmed the only other alert was 05 water reservoir empty in the event log. Nurses could change the rewarm rate to facility protocol depending on the patient. Changing the rewarm rate would adjust the time. As per email response received on 15dec2022, biomed was unable to replicate the issue. Biomed believes user was wanting the patient cooled faster but did not adjust the time to do so. No patient injury reported. Biomed let the user know this could be done and they need to follow hospital policies as well.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as biomed was unable to replicate the issue. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. So, device history record review was not required. The reported event was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was sent to biomed with the note would not cool fast enough. Biomed could nurses change the rate of rewarm arctic sun device. Mis confirmed the only other alert was 05 water reservoir empty in the event log. Nurses could change the rewarm rate to facility protocol depending on the patient. Changing the rewarm rate would adjust the time. As per email response received on 15dec2022, biomed was unable to replicate the issue. Biomed believes user was wanting the patient cooled faster but did not adjust the time to do so. No patient injury reported. Biomed let the user know this could be done and they need to follow hospital policies as well.